Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported that intra-operatively using the frame, the surgeon made burr holes, aligned to the target. The surgeon reported that the left burr hole was six millimeters off the plan and eleven millimeters off the plan for the right side burr hole. The surgeon was not able to get a response for tremor on the right side. The site took two spins with the imaging system, adjusted the burr hole slightly and were able to get a tremor response. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. No further complications were reported or anticipated.

Event description:
Additional information received from an hcp and confirmed by a rep indicated the cause for the burr hole being off plan was not determined. The stimloc was removed and the burr hole was widened in one direction to extend the opening a bit and the stimloc and nexframe base were reattached.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.